Event description:
It was reported the catheter was in the pt's body for approx 4-5 minutes when the catheter quickly backed out of the cs. The radio opaque tip was noted to have been dislodged from the catheter and remained in the cs. After numerous attempts to retrieve the tip failed, the doctor abandoned retrieval. Thomas medical products, inc. Has made several attempts to obtain additional info and to date none has been provided.

Manufacturer narrative:
The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specs for tip integrity and pull force. The appearance of the complaint sample and retained units, along with the pull forces from the retained units, are consistent with each other and with the historical data from these lots. Based on the info provided, no evidence was found of any circumstances that would cause a failure, when used with the intended components from the kit.